Manufacturer narrative:
Pump received with frozen screen. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using [thump] due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [keypad flex connector / pcba 1 u2, j2, j6, j7, near lcd screen / pcba 2 / force sensor / motor / harness assembly vibrator] was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and broken belt clip rails. Frozen screen was confirmed during analysis due to moisture damage on the [keypad flex connector / pcba 1 u2, j2, j6, j7, near lcd screen / pcba 2 / harness assembly vibrator]. Exposure to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, exposed to moisture, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.